Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, it was impossible to open the clamp once the stapling was done. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned.